Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue that device had alarm for occluded/channel error was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during concurrent infusions of noradrenaline and phenylephrine, the module infusing phenylephrine alarmed for an occlusion. A new phenylephrine medication bag, infusion line, and pump module were subsequently placed. During the same event, the module infusing noradrenaline alarmed with a ¿channel error,¿ and that module was also replaced. Following these alarms, the patient received a fluid bolus and a metaraminol bolus, and a met call was activated.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during concurrent infusions of noradrenaline and phenylephrine, the module infusing phenylephrine alarmed for an occlusion. A new phenylephrine medication bag, infusion line, and pump module were subsequently placed. During the same event, the module infusing noradrenaline alarmed with a ¿channel error,¿ and that module was also replaced. Following these alarms, the patient received a fluid bolus and a metaraminol bolus, and a met call was activated.